Event description:
It was reported that the customer felt the scope did not allow safe and effective passage of biopsy needle tools through the working channel of the bronchoscope. Additionally, the angle in which the working channel and the ultrasound transducer is positioned prevented a needle from passing easily through the scope. The customer reported this had occurred on "multiple occasions" and resulted in fragments of the needle sheath being sheared off and falling into "different" patient's airway. It also damaged needles and bronchoscopes. Despite multiple attempts for additional information on the number of patients, outcome and devices, no information was obtained.